Event description:
Dentist reports that the pt received two implants 045.051s lot ev624 and 043.651s lot fh582 on (B)(6) 2013. Implant 043.051s lot ev624 was placed in fdi site 26 and implant 043.651s lot fh582 was placed in fdi site 27. After 40 days implantation, the patient shows an important face swelling. The dentist thinks that there is an allergic problem. The pt is taking cortisone. The implants are still in situ.

Manufacturer narrative:
Additional info regarding the material composition of the dental implant was provided to the dentist. The dental implant is made of titanium quality grade IV and its' chemical composition is in accordance with applicable standards (e.g. Astm f67). Review of the IFU 701352 v e04 states under "contraindications: allergies or hypersensitivity to chemical ingredients of materials used: titanium (grade 4)". The manufacturer verified both batches. The review of the manufacturing batch records for both 043.051s lot ev624 and 043.651s lot fh582 confirms that the product was released according to specification. According to additional info provided on 01/08/2014 per e-mail the pt is currently on vacation. It is planned to carry out an allergy test in the next few weeks.